Manufacturer narrative:
(B)(4). It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 400 mg/dl on the nano system and 125 mg/dl on the compact system. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.